Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted during the surgery. It was reported that the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Patient codes: (B)(4) - surgical intervention additional information. Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2016 by (B)(6) due to abdominal pain, nausea, vomiting, inflammation, adhesions and infection.

Manufacturer narrative:
Date sent to FDA: 07/17/2019.